Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.

Event description:
"Infection at port site."